Event description:
It was reported the patient's device had impedance readings of >4000 ohms on all or some of the bipolar pairs. The patient's other lead was reprogrammed. The pt will be returning to see the health care professional, but was getting stimulation. No injury or symptoms were reported. Additional information has been requested.

Manufacturer narrative:
See scanned page.